Event description:
It was reported that there was a cut found in the tubing of a yume set and there was a leak from the set during priming. This occurred prior to patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found a cut in the patient line. The reported issue was confirmed. Should additional relevant information become available, a supplemental report will be submitted.